Event description:
It was reported, the customer had air bubbles in their reservoir. The customer stated they have lost 40 to 50 units of insulin due to the air bubbles. The customer also stated they were pregnant. Customer's blood glucose was 253 mg/dl at the time of the call. The customer also reported storing their insulin at room temperature. It was also found the customer's air bubbles did not always appear immediately after an infusion set change. Customer's reservoir will be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.